Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance reviewing the insulin pump settings and delivering a bolus. The customer then mentioned that the paramedics were called this morning due to low blood glucose levels. The customer stated that she often has low blood glucose levels in the morning. The customer stated that her basal rates may be set too high. Advised to speak with her healthcare professional. Nothing further was reported.